Event description:
Per customer, "rollator rear wheel came off. The metal part that attaches to the wheel came off and broke with the washer. Bearing came out as well.".

Manufacturer narrative:
Per customer, "rollator rear wheel came off. The metal part that attaches to the wheel came off and broke with the washer. Bearing came out as well." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.